Manufacturer narrative:
The reported event of missing part of the rubber boot was not confirmed. The service technician visually evaluated the device and confirmed the boot was just pushed down and not fully visible. The device was scrapped by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the rubber boot of the sagittal saw attachment was missing. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the rubber boot of the sagittal saw attachment was missing. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.